Event description:
Customer reported the monitors flicker if the power cord is removed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced power cord and interconnect cable. System operates as intended. (B) (4)